Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was extracted and replaced. During extraction procedure, it was noted that the right atrial lead had a low and out of range impedance. Upon further investigation the physician observed conductor fracture on x-ray. Both leads were extracted and replaced successfully related manufacturer reference number: 2017865-2019-17242.